Event description:
Report received from the USA stating "ruptured hose." The device was used during surgery. No pt or user injury was reported. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent.